Event description:
A malfunction was reported by the customer, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact technical support if any issues arise again.